Event description:
Pt was admitted as a result of an automobile accident. Pt became hypothermic so warming was initiated. Warming unit was used with no blanket attached. Resulted in 2nd and 3rd degree burns to pt's inner thighs.

Event description:
Patient was admitted as a result of an automobile accident. Patient became hypothermica so warming was initiated. Warmin unit was used with no blanket attached. Resulted in 2nd and 3rd degree burns to patients inner thighs.